Manufacturer narrative:
This report is being submitted retrospectively as part of internal review.the data provided from the user of the cgm system was not enough to draw a conclusion on whether the system malfunctioned on the reported day. Follow-up attempts were made to gather additional information from the user, but there was no follow-up response from the user.at this time remedial action/corrective action/preventive action / field safety corrective action are not required.several attempts were made to contact the user to obtain additional information, the customer did not respond to the distributor.

Event description:
Senseonics was made aware of an instance wherein a patient using the eversense cgm system went through a hypoglycemia event and reported that the eversense cgm system did not provide an alert. The patient's husband was able to treat her and the patient did not require medical assistance. The patient and her husband were not able to provide the time the hypoglycemia event occured.